Manufacturer narrative:
(B)(4). The analysis results showed that the tx30g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the surgeon thought the device had fired on the colon and cut the colon thinking the device had fired the staples. When the stapler was released the staples had not entered the colon but were "floating" on top of the cartridge. The colon then leaked as it had not been stapled. The scrub nurse thought the surgeon may have fired the device accidentally prior to clasping the colon and firing, however this cannot be verified. The patient was ok and a hand anastomosis performed to close the bowel. Delay of ten minutes.